Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 16666237 description: next generation anchor kit-sterile.

Event description:
A export was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient was elderly and could not use the device without help. The physician did not suspect device malfunction.

Event description:
A export was received that the patient will undergo an explant procedure for unknown reason.